Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the field service visual inspection failed due to a broken handle. The unit would be returned to the edc for repair.